Event description:
It was reported that the patient ended up pulling the transfer set apart from the catheter connection. The care giver explained that the patient was walking around and walked too far, which ended up pulling the transfer set apart from the catheter during the therapy in drain 2 of 4. The patient clamped off and was assisted with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis and the lot number is unknown; therefore, a device evaluation could not be performed. However, it was reported that the patient had walked too far and pulled the transfer set out of the catheter connection. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide warns the user that if a disconnection happens during the therapy, then they would have to follow the end therapy early procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.